Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Investigation found a tear in the exposed portion of the soft cannula. During fluid path testing, fluid was observed leaking through the tear. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Although the soft cannula was damaged, the timing and cause of the damage are unknown. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.

Event description:
It was reported the patient's blood glucose level rose to 290 mg/dl while wearing the pod between 4 and 24 hours. The pod was originally reported by the patient to be leaking.